Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem was unable to be confirmed as it was related to circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, the reported retraction problem resulting in unexpected medical intervention was likely due to circumstances of the procedure. It is likely that the excessive embolic load prevented the filter from being able to fully collapse into the retrieval catheter. As a result, an unspecified guiding catheter already present in the anatomy was used with the retrieval catheter to successfully extract the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the distal superficial femoral artery (sfa) with heavy calcification and 70% stenosis. The emboshield nav6 embolic protection system became so full that it was unable to be retrieved by only the retrieval catheter. An unspecified guiding catheter already present in the anatomy was used with the retrieval catheter to successfully extract the filter. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.